Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing.

Event description:
The logs showed a motor stall occurred on (B)(6) 2015 and not (B)(6) 2015 as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient receiving hydromorphone 16mg/ml at 6.322mg/day via an implantable pump. The indication for use was the indications for use were non-malignant pain and chronic low back pain . The logs showed a motor stall occurred on (B)(6) 2015. The patient denied MRI or exposure to any magnets. It was unknown what led to the event and no diagnostics were performed. Interventions included pump replacement and the patient was supplemented with oral meds. The issue was resolved at the time of the report. The patient status at the time of the report was alive, no injury.